Event description:
The event is reported as: the circuit melted while on a trach pt. The circuit was being used while heated humidification was being administered. No pt injury reported.

Manufacturer narrative:
Product has been received by MFR for eval, however, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.